Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2020-02820. It was reported the system was explanted on an unknown date due to an infection. No further information is available at this time.

Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as the system was explanted for an infection at the lead site.